Event description:
Related to MFR report#s: 2183959-2012-00950, 00952. On or about (B)(6) 2006, a perigee graft was implanted to treat the plaintiff's pelvic organ prolapse and urinary incontinence. The plaintiff's attorney alleges that, as a result of having the mesh implanted, the plaintiff has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that as a result of having the mesh implanted in her, "plaintiff has undergone medical treatment and will likely undergo corrective surgery and hospitalization, and has suffered other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.